Manufacturer narrative:
A ge service representative instructed the customer on how to repair the system. No additional information has been provided. The system operates as intended.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.